Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 11, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was coated in viscoelastic with a haptic folded. The lens was cleaned and presented with damage to the optic body. No haptic issues were identified. No further evaluation was performed. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The surgery center reported of folding issue/bent haptic with two toric intraocular lenses (iols). The extent of patient contact is unknown/not provided. No further information was reported. This MDR report pertains to zcu300 lens. A separate report will be submitted for the zcu225 lens.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to aug 28, 2024. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.